Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr 3.0 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal struts were pulled 5mm along the balloon, the struts were bunched and overlapping. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. A visual and tactile examination found several kinks along full length of catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of shaft polymer extrusion was found no issue. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified proximal to mid right coronary artery. A 3.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the stent struts were noted to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified proximal to mid right coronary artery. A 3.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the stent struts were noted to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.